Manufacturer narrative:
The reported event was confirmed, but the cause is unknown. The returned catheter sample was inflated with 10cc using a 10cc leur lock syringe. When the syringe was then used to passively deflate the catheter, 9cc came out with no issues, but the last 1cc took longer to deflate. The test was repeated again, and about 8cc deflated immediately. But the rest of the catheter deflated in about 6 minutes and 30 seconds. A potential root cause of the reported event could be partially kinked / pinched lumen due to which there was poor flow, resulting in difficulty to deflate the balloon and remove the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the patient had the latex foley catheter placed on (B)(6) 2019. The balloon only deflated about 0.5 ml at a time, and took about 5 minutes for the catheter to be removed from the patient. Once the catheter was out, they were able to replicate this on this foley. There was no issue with the catheter draining. Per additional information received from the complainant on 21oct2019, saline was inserted into the balloon after it was out of the patient in attempt to troubleshoot the issue with the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient had the latex foley catheter placed on (B)(6) 2019. The balloon only deflated about 0.5 ml at a time, and took about 5 minutes for the catheter to be removed from the patient. Once the catheter was out, they were able to replicate this on this foley. There was no issue with the catheter draining.